Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient had been taken to the hospital (B)(6) by emergency services and hospitalized with hyperglycemia. The patient's blood glucose levels reportedly reached 355 mg/dl. Symptoms reported include abdominal pain, vomiting and diarrhoea. According to the reporter, 10 hours before the hospitalization the patient's omnipod 5 controller was unable to be used (the screen was reportedly frozen) after an update was not able to be downloaded - the update was initiated by the patient but never completed, which prevented access to the controller. The update on the controller was update 2.0.0. The patient declined it and after several times, accepted it. This is when the controller screen froze. It is unknown whether the patient was reminded by their hcp on how to prepare for a controller software update, that is ensuring the controller battery is over 40% and that the wi-fi connection is stable in order to limit the time spent for the update. The reporter stated the pod was removed 10 hours after the controller update issue. It is unknown whether the patient administered any insulin bolus dose via another therapy such as insulin pen, in the meantime. At the hospital, the patient was treated with ivse insulin protocol at 8 iu/h and hydration with nacl (sodium chloride), then glucose 5% with 4g/l potassium substitution with 3g/kcl. The patient has been released from the hospital after 5 hours and during the hospitalization, was moved to back-up plan (mdi). The patient is reportedly back on omnipod 5 therapy. Insulet would like to bring to attention that the omnipod 5 pod continues to deliver insulin while the controller is unavailable. The controller being unavailable only prevents the programming and administration of new bolus doses.